Manufacturer narrative:
Product ID 3093-33 lot# v772514, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was concerned who was going to pay for the stimulator to be replaced. It was reported that the patient¿s healthcare provider told the patient the stimulator quit working/was dead and needed to be replaced. It was reported that ¿it stopped working about six to seven months ago.¿ the patient referred to the device as being ¿defective/malfunction¿. The patient was asked what was meant by that it was noted ¿the battery is dead¿. The patient never had therapeutic effect. The healthcare provider told the patient this device was going to solve the patient¿s problems. It was noted that the device never solved the patient¿s problems, even when it was working. It was later reported that the patient was concerned who was going to pay for the stimulator to be replaced. It was reported that the patient¿s healthcare provider told the patient the stimulator quit working/was dead and needed to be replaced. It was reported that ¿it stopped working about six to seven months ago.¿ the patient referred to the device as being ¿defective/malfunction¿. The patient was asked what was meant by that it was noted ¿the battery is dead¿. The patient never had therapeutic effect. The healthcare provider told the patient this device was going to solve the patient¿s problems. It was noted that the device never solved the patient¿s problems, even when it was working. It was later reported unable to interrogate interstim device on (B)(6) 2013. This event was attributed to the stimulator. It was reported as premature battery depletion. It was reported that the patient consistently kept turning the device off/on. It was noted that reprogramming was done on actual date of implant which was (B)(6) 2011. It was also noted that reprogramming was done on (B)(6) 2011 and (B)(6) 2012. It was reported over one year later, the patient was unsure if they wanted implant removed or replaced. The patient was to follow-up in the office two months but was hospitalized. The patient did follow-up on (B)(6) 2013 but was recently diagnosed with atrial fibrillation (a. Fib) and had been started on anticoagulation which made the patient a non-surgical candidate. Interstim implant was left intact. The patient was to follow-up on (B)(6) 2013 but the patient cancelled the appointment. The patient was seen on (B)(6) 2013 but surgery was still not an option due to all the patient¿s cardiac health issues. The patient cancelled the appointment on (B)(6) 2013. The patient was in and out of the hospital numerous times for cardiac issues between (B)(6) 2011 through (B)(6) 2013. On (B)(6) 2011, it was noted that the patient still had frequency during the day. Instructions given on how to use the handheld programmer and reprogramming was performed. On (B)(6) 2012, it was reported that the patient stated the ¿interstim not working¿. Patient had return of urgency and frequency. Upon connection to the reprogrammer, it was noted that the patient interstim device was off. It was turned off on (B)(6) 2012. Reprogramming was performed. On (B)(6) 2012, the patient called the healthcare provider regarding frequency twelve times the night before call. The patient had turned it off again. On (B)(6) 2013, it was reported that the patient had been adjusted three times with no change in frequency and leakage. The patient was now in diapers. It was reported unable to evaluate interstim device. The battery was completely dead. Attempted with had held device with and without antenna. Programmer could not read generator at all. Revision of generator verses attempting medications was discuss with patient. It was noted that the patient would discuss with family and think about it.[omitted information pertains to new requested pe for pain during trial] it was later reported that the patient was not told of restriction prior to being implanted. It was reported that the patient was never provided information that the neurostimulator battery would deplete, only about the patient programmer. Patient reports that they were not trained adequately on using device. It was reported that there was an overall poor training from manufacturer about their product. It was noted that ¿it never worked¿ and the healthcare provider said that it was dead and the only option was to replace. It was noted that it only worked for the first six months and not very well. It was noted that the patient had been on several different medication include vizene and nothing had really helped with situation. Still urinates every two hours. It was noted that patient did not want replacement, the patient wants it completely removed. It was later reported that a consultative visit with healthcare provider was planned. The outcome was in progress. It was noted no device to be returned as of reported event. It was later reported that the patient was totally unhappy dealing with you and or (illegible). On the patient last visit to healthcare provider, it was reported that the patient model battery of the unit placed in back and had stopped working. It was noted that the healthcare provider would need to replace the unit. Patient was concerned why the patient insurance company had to pay for replacement for a faulty product. It was noted that the patient was still having concerns with the device or therapy but have not sought further help. It was also noted that the patient had an appointment with healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). Rep provided the patient's weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient was unhappy with the therapy, the device never worked, and the patient had it removed. No further complications were reported/anticipated.